Manufacturer narrative:
(B)(4). The sample is reported to be available but has not yet been received by the manufacturer. Review of the device history record is not possible as no lot number was provided. All information reasonably known as of 12 jun 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
It was reported that the telescoping dilator broke inside patient and the doctor had to remove it. There was no reported injury. Additional information received 18may2022 reported that there was not an injury and the patient is doing just fine post procedure. The physician was able to get a wire through the broken dilators and remove them all with the peel away sheath still intact.

Manufacturer narrative:
The actual sample from the reported event was returned for evaluation. Visual examination of the device revealed the sheath was separated from the central cannula, the peel away sheet also exhibited to be intact and not peeled through the perforated lines. There is no way of knowing the conditions to which the device was subjected to. The tools are in right conditions and there were no activities that could identify the cause of this type of damage in this particular device incident, therefore, the root cause of the reported issue has not been conclusively determined. All information reasonably known as of 22 aug 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. All information reasonably known as of 30 jun 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.